Manufacturer narrative:
It is unknown when the complete dehiscence occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged dehiscences are related to prevena therapy. There is no report that surgical intervention was performed for either the partial dehiscence that occurred on (B)(6) 2012, for which prevena therapy was re-applied to, nor the complete dehiscence that followed. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: for maximum benefit the prevena incision management system should be applied immediately post surgery to clean surgically closed wounds. It is to be continuously applied for a minimum of 2 days up to a maximum of 7 days. The prevena incision management system should not be used to treat open or dehisced surgical wounds or on patients who have excessive amounts of exudate from the incision area which may exceed the prevena 45ml canister. The v.a.c.® therapy system should be considered for treatment of these wounds.

Event description:
On (B)(6) 2015, the following information was provided to kci: on (B)(6) 2012, it was noted that the prevena therapy was allegedly not removing fluid from the patient's wound. The patient staples were removed and a partial wound dehiscence "down to the fascia" was observed. The wound was irrigated and "another wound vac was applied." It was also reported that "several days later" the patient experienced a complete wound dehiscence. Date not provided. No additional information is available. The prevena lot and serial numbers are not available, therefore kci cannot conduct a device history review nor a device evaluation of the unit.